Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer site that the gantry speaker was muffled/not clear and that they are unable to hear the patient clearly. The CT suite was designed so that there is no door between the operator console and the patient, so the operator and patient could communicate verbally. There was no report of harm to a patient or operator due to this issue. The philips field service engineer (fse) determined that the speaker was muffled and was difficult to hear, but the microphone had failed completely. The fse replaced the audio board, gantry speaker and microphones to correct the problem.